Event description:
It was reported that the user experienced mechanical difficulty attaching and removing the luer lock connector to the pump after cartridge changes, requiring force to engage and prying to disengage, and that replacement connectors did not resolve the issue, suggesting a possible misalignment within the pump¿s connector interface. Symptoms included no reported adverse health effects. Outcomes included shipment of a replacement pump and instructions to shut down the current device, sync data to the mobile app, and return the original device with a provided label; the user was advised that data would not transfer and to continue cgm use per sensor type guidance. Investigation included review of the user¿s report, confirmation that troubleshooting and education were completed, and an assessment that the problem persisted across multiple connectors. Investigation of the returned device revealed a mechanical fit or alignment issue within the pump¿s connector mechanism, causing difficulty securing and releasing the luer lock, despite new connectors.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.